Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. An actual sample was returned and from the description it was reported that the balloon was deflating, and it was detected during used on patient. Visual examination on the returned sample showed that the balloon had burst and encrustation was observed on balloon and shaft part of the catheter. Balloon already burst and encrustation found on the sample. Closer examination of the balloon surface and around near proximity of the burst line under high magnification lens revealed some scratch mark on balloon surface. Such presence of marks on balloon may happen due to various reasons such as contact with sharp object during use (i.e contact with clamper, kidney dish/tray). Burst balloon also may cause by overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relatives compounds. In our current standard operating procedure , the raw balloon is subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Defective catheter will be culled out during this process. Refer to spm-a52-004. Conclusion: based on the investigation conducted, there were evidence of marks due to balloon had come in contact with detrimental factors which is likely had caused balloon to be bursted. All balloon during manufacturing procedures were 100% inspected and such failure in manufacturing could be detected. Therefore, this complaint could not be confirmed.

Event description:
Happened in intensive care department. A ch 12 catheter was inserted in the female patient. Before the insertion, the balloon had been tested and it did not seem that it was deflating. Not long after insertion the catheter was found self expelled from the patient. Clinical consequences: there was no consequence for the patient. A new catheter was inserted (ch 18).

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Happened in intensive care department. A ch 12 catheter was inserted in the female patient. Before the insertion, the balloon had been tested and it did not seem that it was deflating. Not long after insertion the catheter was found self expelled from the patient. Clinical consequences: there was no consequence for the patient. A new catheter was inserted (ch 18).